Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer's cat dropped her insulin pump from off of the counter, and a little blotch appeared on the display. The blotch has been gradually increasing in size throughout the day. The patient's blood glucose at the time of incident was 135 mg/dl. The partial display anomaly could not be resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and missing segments/partial display due to bleeding lcd glass.